Event description:
The following information was provided by the initial reporter: this patient was to receive 2 pivs prior to surgery starting. Pt had to get poked 2x on one side because the first unsuccessful attempt. Pt was not pleased with this. The autogard 20g catheter was punctured on the side of the plastic catheter and the needle didn't retract the first time upon pushing the retracting button. So, when the catheter went in, there was blood everywhere because there was no stopper of blood in the cannula. Pt and visitor did not have a good experience because of the extra poke for her 2nd IV and the blood everywhere because of a broken catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.